Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.057¿ offset at the tips. Additional findings not related to customer reported complaint: the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument got caught in a basket and broke. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information: a frayed cable was also observed during central processing.